Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will continue to use current pump for insulin therapy.